Event description:
Procedure type: lap gastric bypass. According to the reporter: needle with suture fell off the jaws of the device. The needle was removed without impacting the patient. The operating time and incision were not extended as a result. A new instrument was used to complete the procedure. No patient injury was reported.